Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported by the customer that their insulin pump was not alarming threshold suspend after they had low blood glucose levels. Customer stated she had not treated for low blood glucose levels prior to the call. Advised customer to always treat when they are having high or low blood glucose levels per back up plan. During troubleshooting, customer was informed of the physiological lag time. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.